Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair surgery, the t2 implant of the fast fix 360 did not deployed. The procedure was successfully completed using a back-up device, it is unknown if there was a surgical delay due to the reported event. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection showed that the device was returned in the original box with the label showing the batch of the complaint. The t1/t2/suture were returned intact but off the needle. The actuator is in the pre-t1/post t2 position. The needle is bent. A functional evaluation showed the actuator performed as intended. An evaluation of the customer provided image showed the t1/t2/suture off of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of the t2 implant did not deploy was not confirmed. Factors that may have contributed to the reported event include inadvertently bending of the needle or failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.